Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and obstruction within device. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and obstruction within device. This information was received from one source. The event involved a patient with no known impact to the patient. The 48 year old female patient weight was not provided.

Manufacturer narrative:
H10: of the reported malfunction, the file was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05949. H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided. The investigation is confirmed for migration and inconclusive for occlusion. The patient experienced pulmonary embolism post deployment. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.